Event description:
Olympus medical systems corp (omsc) was informed that during crushing calculus the basket could not be opened but the device could be withdrawn from the patient. The doctor used another lithotripter but it was stuck in the patient and could not be removed from the patient. Then, the doctor crushed calculus by using emergency handle and completed the procedure. There was no report of patient injury regarding this report.

Manufacturer narrative:
Two subject devices were returned to omsc for investigation but one of them was only coil sheath. The investigation confirmed that both coil sheaths were bent and the basket wire was not deformed. There were no abnormalities found upon investigation of the manufacturing record of the same lot. Therefore, omsc considers that the failure of the opening basket attributed to the deformations of the coil sheath and angle of the bending section or forceps elevator of the endoscope. In addition, the condition of patient or calculus caused the failure of crushing calculus. This report is being submitted as a medical device report in an abundance of caution.